Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during arthroscopy procedure, inside the patient, the werewolf flow 90 coblation wand was giving false error message, the two buttons were being pressed at the same time, then the wand started operating without buttons being pressed. The procedure was finished with the same device. No surgical delay. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded these were isolated events. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recom the device and potential troubleshooting methods to prevent future reoccurrence ofmendations on proper use of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.